Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 348 mg/dl while wearing the pod between 24 and 36 hours. The cannula dislodged from the infusion site (abdomen). As treatment for hyperglycemia, a new pod was applied and boluses were given.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined. The device delivered an 0xcb alarm, indicating that a low voltage detection occurred. Timeouts were observed at the end of the run, but no drive stalls were observed. A power supply was used to download data from the device, due to the insufficient battery voltages. The shelf mode was measured and was found to be in specifications. No other damages or deficiencies were observed that would have caused the 0xcb alarm. No other damages or deficiencies were observe during the investigation.